Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the device was not used on the patient and this occurred during the testing of the device by the scrub-tech. They pulled another device and the case was completed without any negative consequence for the patient. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device ejected the remaining ten clips and then, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information has been requested. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.